Event description:
It was reported that the endoplege catheter was placed in the usual fashion with confirmation via tee and good ventricularization with the balloon filled with about 1/4cc. Upon delivery of retrograde cardioplegia there was no pressure bump. After removing the catheter at the end of the case it was determined to have a leak at the distal bond of the balloon per the sales rep. No other endoplege was used. The surgeon opted to give only antegrade. No patient harm.

Manufacturer narrative:
Device evaluation anticipated upon return of product.

Manufacturer narrative:
A device history review was performed and there was no nonconformace associated with the manufacturing of this lot. A CAPA has ben opened for investigation into the root cause of the ep balloon bond delamination and is applicable to this event. The CAPA is currently in the investigational phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation-colored water was introduced into the balloon lumen and visually there is delamination of the distal balloon bond. There is a fluid path where the bond is delaminated. Water was introduced into the pressure and infusion lumens and the water flows from where it should. Visually there is a sharp kink approx. 3 inches from the proximal strain relief however this does not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Further evaluation is underway to determine root cause.